Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device door would not completely open. Appeared to be catching the hinge. This was observed by bd representatives during their site visit. There was no patient involvement.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the complaint that the device door would not completely open, appeared to be catching the hinge was confirmed during testing. The door of the pump module s/n (B)(6) stuck in the lower hinge of the door assembly. Upon disassembling the inner door, it was observed that the rubber gasket was not properly seated. The rubber gasket was correctly repositioned, and the inner door was reassembled. The door was then opened and closed multiple times, with no further issues or recurrence of sticking. Preventative maintenance (pm) testing was performed. The asm pm task completed successfully without any observed errors or malfunctions. Review of the pump module error log showed no errors were recorded related to the report event. The last infusion performed on the pump module s/n (B)(6) was on 15 may 2025 at 3:22 pm with a rate of 10 ml/hr and volume to be infused (vtbi) of 54.876 ml. The pump module was channeled of at 4:22 pm. The bd alaris¿ system with guardrails¿ suite mx user manual (v12.3.2) notes to fully inspect the instrument during each cleaning. Look for any visible external damage such as a cracked or broken door, handle, or latch. Open the door of each pump module and inspect the platen and hinge for cracks or other damage. Do not use a device with any damage. Send it to biomedical engineering for repair. There was no patient involvement. Note to repair center: device was opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the probable cause of the reported issue that the device door would not completely open, appeared to be catching the hinge is attributed to the rubber gasket not being properly seated in the door assembly of the pump module. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device door would not completely open. Appeared to be catching the hinge. This was observed by bd representatives during their site visit. There was no patient involvement.